Manufacturer narrative:
Per software investigation, the system is functioning as designed and this is a setup and training related record. Moving the instrument through the field quickly, can increase the geometry error of the instrument which, therefore, designed to change to red status. Additionally, metal interference can cause a reduced field. A computer hardware upgrade path is available that will provide an increased update rate if the user desires the faster updates when moving the instrument through the field. Not a software defect.

Event description:
Ment rep reported the surgeon had difficulty tracking with the fusion system. They have experienced flickering red/green status with every instrument. The fusion emitter was positioned 12 inches above the operating room bed and the pt was elevated from the bed with a donut. The surgeon alleged he was inaccurate to the right by 3 cm. Surgeon completed surgery with navigation. No impact on pt outcome reported.